Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 200 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include diarrhea, vomiting, respiratory illness and sepsis. The patient was treated with insulin drip and fluids. The patient was released three days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.